Event description:
Customer reported that the insulin pump alarmed button error. Customer stated she might have rolled over on it while sleeping. Blood glucose value is 151 mg/dl; last reading was over 160 mg/dl. Nothing further reported.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly and no button error alarm or moisture damage on keypad traces was noted. The keypad connector was fully locked. The device had broken reservoir tube lip, missing reservoir tube o- ring, cracked battery tube threads, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.